Event description:
It was reported that the magnet was missing from the infastener shut off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the missing component did not cause the cot to have any reported unintended motion or electronics failure in this event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the magnet was missing from the infastener shut off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.